Manufacturer narrative:
Phone number removed from grid - failing electronic submission:(B)(4). A follow-up report will be submitted upon completion of the investigation.

Event description:
The customer reported that the ventilator will not power on.the customer reported there was no patient involvement.

Manufacturer narrative:
The field service engineer replaced the power management board to address the reported problem of unit will not turn on.